Event description:
Two unknown size unknown saline implants were received by the mentor failure analysis lab on (B)(6) 2023 with no accompanying information. The device could not be associated with an existing complaint. Multiple attempts were performed to obtain additional information; however, no response was received. Device evaluation was completed on (B)(6) 2023. Based on the results, this blind unit complaint was created. This report is for one of the two blind devices received.

Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, a crease/fold extending from the posterior view to the anterior view was observed on the saline implant 350cc returned device. In addition, a tear was found within the crease/fold on the posterior view, measuring approximately 0.1 cm. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: unknown adverse event. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).